Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are going to the ER because "the thing keeps stimulating and causing me to pee all over the place." Patient reported yesterday that all of a sudden they don't have the communicator and reported that the left side of their bladder, "my private part," is stimulating and they have no control/no way to turn it off. Patient also reported yesterday that they felt on top of it all that their "bladder dropped." Reviewed role of patient services and redirected patient to healthcare provider to discuss symptoms. Patient stated that this started yesterday morning. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.